Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump case would not clip securely to the customer¿s waistband. Subsequently, the pump case fell, causing infusion sets to be pulled out. Customer's blood glucose was 232 mg/dl. Reportedly, the customer resumed pump therapy.